Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - constructs: matrixrib plate/screws lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: liu n., ye h., (2018) comparison of surgical internal fixation and conservative treatment for multiple rib fractures, journal of integrated traditional chinese and western medicine on cardiology vol. 6, no 25, pages 1-4 (china). This retrospective study aims to analyze the efficacy of surgical internal fixation and non-surgical conservative treatment in 60 patients with multiple rib fractures and explored the optimal treatment plan for multiple rib fractures. It is reported as follows. From june 2016 to april 2017, a total of 60 patients with multiple rib fractures were selected. Among whom there were 21 females and 39 males aged 15-82 years, with a mean one of 44.5 years. They were divided into the surgical conservative treatment group. In the conservative treatment group, 18 patients were treated with a ventilator; in the surgical treatment group, 42 patients were treated with nitinol memory alloy grasping plate (lanzhou ximai) internal fixation in 21 patients and matrixrib fixation system internal fixation in 21 patients (johnson & johnson). The following complications were reported as follows: 2 patients died in the conservative treatment group. 2 lung infection. 3 atelectasis. 4 delayed hemopneumothorax. 2 incidence of wound fat liquefaction, infection. (The article does not provide sufficient information to identify which device manufacturer, nitinol memory alloy grasping plate (lanzhou ximai) and matrixrib fixation system is associated with the adverse event: 2 lung infection , -3 atelectasis and 4 delayed hemopneumothorax presented in table 1). This report is for unknown synthes matrixrib fixation system. This is report 1 of 1 for complaint (B)(4).